Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation and the patient was being treated for pericardial effusion with a drain placed for the excess blood. This rv lead showed an impedance of 260 ohms, loss of capture (loc) and lead dislodgement which was confirmed through device based testing. This rv lead was explanted, replaced of the same model and was returned for analysis. No additional adverse patient effects were reported.